Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube. No other accessory components were returned. Visual inspection revealed that the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The device was completely deployed with partially tamped collagen and anchor with suture intact. No visual anomalies or damage was observed which could cause the alleged failure. The anchor, partially tamped collagen, and tamper tube were outside of the carrier tube assembly. No anomalies were noted with the anchor, collagen, tamper tube or the compaction marker. No other visual anomalies were noted. Functional testing could not be carried out as the anchor, tamper tube and collagen were already exposed. IFU states: once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the anchor was not deployed in the patient's artery and the device was deployed subcutaneously; or the device was withdrawn with excessive force. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device anchor and collagen came out when pulling the angio-seal device sheath out during deployment. The reported blood loss was less than 250cc. The patient's condition was stable and was discharged. The procedure was successful. There were no other device or equipment used with the reported product. There was no patient injury, medical/surgical intervention required. Additional information was received on 07jul2020. The procedure was a left leg arteriogram. A 6fr sheath was used. A pre-deployment angiogram was performed. Device deployed with all steps, when they pulled the device out, everything came out. Hemostasis was achieved by manual pressure.